Manufacturer narrative:
Corrections: d8, e2, e3, and e4. Updated information added to h3, h4, and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that error code b30 occurred due to scope socket failure. However, a definitive root cause for this event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the duodenvideoscope displayed error code b30 (scope communication error). There were no reports of patient involvement.